Event description:
The manufacturer received information alleging a trilogy evo ventilator did not work (was inoperable). There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer, and evaluation determined a software upgrade was required to address the issue of the ventilator "not working". The device's software was upgraded to the current version and the device confirmed to be operating properly.